Manufacturer narrative:
(B)(4). The device was serviced on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The cause of this condition is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set, which constitutes a possible false air in line alarm; this is report 1 of 2 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.03.00.